Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corner, missing end cap sticker, cracked display window, missing reservoir tube o-ring and scratched reservoir tube window.

Event description:
The customer reported via phone call of a reservoir that does not lock into the insulin pump. The customer's blood glucose level was unknown. The customer stated that she had cracks on her pump and a piece broke off. This issue prevented the customer from receiving insulin. The customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.